Manufacturer narrative:
The customer will be provided with a replacement device.

Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Event description:
The customer contacted physio-control to report that their device logged a critical event code. The event code is related to a potential issue of the device to deliver energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio also observed that the device was unable charge for defibrillation. Physio determined that the cause of the reported and observed issues was a shorted diode, designator d10 on the therapy pcb assembly.